Event description:
It was reported that the customer had experienced ongoing cartridge alarms with their mobi pump. A cartridge change was performed to address the issue. There was no adverse impact to the customer's blood glucose level.